Manufacturer narrative:
No sample has been returned for evaluation for the report of unexpected results, hypotony; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. Insufficient information is provided to conduct a detailed evaluation of the case. There is no mention of system failure. Factors associated with a significant elevation in intraocular pressure (iop) in the immediate postoperative period include closure of the cyclodialysis cleft created to implant the device, and also obstruction of the device lumen. Possible root cause is that postoperative elevation of iop is an established risk associated with system use, which is clearly specified in product labeling. (B)(4).

Manufacturer narrative:
Evaluation summary - the device was not returned for evaluation, the device remains implanted. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following a micro-glaucoma stent implant procedure a patient experienced increased intraocular pressure and hypotony. Additional information was requested.